Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia with a blood glucose value of over 400 mg/dl at the time of the event and the blood glucose value at the time of the call was 488 mg/dl and was treated with the insulin pump. It was reported that the insulin pump had physical damage and the plastic that attaches to the reservoir was chipped and broken off so the insulin does not stay in even keep twisting it. Troubleshooting was performed and found that the customer was using the sensor but the auto mode feature was not active at the time of the event and customer was using insulin pump within 48 hours of the reported event. No further patient complications were reported. The customer will continue the use of the insulin pump and will not be returned for analysis.